Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was unknown. The customer reported that this was the second occurrence of replace battery now alarm without a low battery alert. The customer was advised the insulin pump requires brand new, fully charge batteries to work effectively. The customer was advised the insulin pump will need to be replaced. The customer was also advised they may continue to wear the insulin pump until a replacement arrives. The insulin pump will be returned for analysis.